Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01137. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months, 16 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was transfused with 1 unit of packed red blood cells due to acute drop in hemoglobin and hematocrit and high chest tube output. The site of bleeding was noted as the ¿outflow or inflow conduit¿. Anticoagulant at time of event was aspirin. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4) until they expired on (B)(6) 2017. The patient had comorbidities and complications of hypercarbic respiratory failure secondary to copd, multi-lobular pneumonia, aspiration pneumonitis, and failure to thrive on current treatment at the time of hospitalization. It was reported the device would not be returned for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transfused with 1 unit of packed red blood cells due to acute drop in hemoglobin and hematocrit and high chest tube output. The site of bleeding was noted as the ¿outflow or inflow conduit¿. Anticoagulant at time of event was aspirin. No additional information was provided.